Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention using the impella cp optical device for hemodynamic support. During support, the patient developed an access site bleed that prompted multiple units of blood product delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.